Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw-5111727) in which the patient alleged tinnitus and a lesion/tumor on the cerebellum while using the device. Patient did visit an ent and a neurologist and will be getting an MRI. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously a voluntary medwatch (mw-5111727) an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged tinnitus and a lesion/tumor on the cerebellum. The device was returned to the manufacturer's product investigation laboratory for investigation. An unknown white and black dust-like contamination at the air inlet and inside of the air inlet, unknown white and brown dust-like contamination and hair/fiber at the top enclosure near the sd card accessory port, potential fiber/hair in the iso (international organization for standardization) port, potential black fiber/hair at the top enclosure near the modem necessory port, unknown brown and black dust-like contamination and potential fiber/hair in the bottom enclosure, unknown dust-like contamination on the top and inside of the blower motor, and potential water spots on the bottom of the blower motor, indicating potential water ingress, potential water spots on the bottom of the blower box, indicating potential water ingress and unknown brown dust-like contamination. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer was not able to confirm the complaint or address the symptoms specified, they can confirm the presence of degraded sound abatement foam and contamination in the air path. In this report, section h6 has been updated.

Manufacturer narrative:
The manufacturer previously reported information from a voluntary medwatch (mw-5111727) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The serial number of this device has been received. This information has been updated in sections d4 and h4. Upon review of this complaint from our post market surveillance clinical expert, it was determined that this event has been assessed as not related to the device in this case. Rationale: there is no allegation that the tinnitus and lesion/tumor were caused by the CPAP machine. The manufacturer concludes there was no serious or permanent injury as a result of device malfunction.